Event description:
It was reported that the pump did not power on when operating on battery. During physical inspection, a lifted downstream occlusion seal and a buckled upstream occlusion seal were found. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal and buckled upstream occlusion seal. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. The downstream/upstream occlusion seal and latch flex sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.